Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor or electrode belt.

Event description:
During servicing of a monitor and electrode belt that were returned for investigation into a non-reportable patient death, reportable device malfunctions were found. The electrode belt and monitor failed incoming functional testing.